Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported to technical service engineer (tse) that the surgeon stated after error message about generator not connected was observed. Tse was unable to see any e-200 associated errors in the error logs. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the generator for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Further investigation, found the internet cable to be damaged. As a fix, the ethernet cable will be replaced to address the issue. The root cause is attributed to a damaged ethernet cable within the e-200 generator. This issue can be resolved by replacing the cable.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The generator was returned for failure analysis, and the reported issue was neither confirmed nor replicated. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good eft and powered on with no issues. Persist logs were pulled and uploaded to confluence. The probable root cause is not determinable/applicable.